Event description:
It was reported that approximately three months post-op, two proximal screws were found to be broken on x-ray. The patient had reported continued post-operative pain and swelling in the foot. One screw (broken head) was removed in the surgeon's office; the second screw, along with the plate, was removed via a second surgery. Most of the first screw remained imbedded in the metatarsal and could not be retrieved. At the time of the original surgery, the bone was prepped with a 1.7 drill. The original procedure was a bilateral bunion surgery, left second and third mtp capsulotomies with medical collateral ligament repair and flexor to extensor tendon transfer and pinning, and fifth metatarsal osteotomy. The second surgery was a revision, open reduction internal fixation with removal of the plate. Patient bone quality was reported as average. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
The device was received for evaluation; the complaint was confirmed. A right plate, two screws, and one broken screw were returned. The plate was observed to be slightly bent. The broken screw had no evidence of torsional failure; the underside of the head revealed circumferential wear which could indicate over-insertion. The devices met dimensional and material specifications. Follow-up information was obtained that a right plate was intentionally implanted by the surgeon in the patient's left foot to minimize soft tissue irritation. Patient factors such as post-operative activity level and other factors that can effect healing time (such as smoking, drinking, poor circulation, etc.) Were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Based on the information provided, the most likely cause(s) of this type of event include use of a right plate in the left foot, over-insertion and/or micromotion of the screw which can occur if the patient has poor bone quality surrounding the implant or if the patient is non-compliant with the post-operative protocol and begins weight bearing too early. Per product directions for use (dfu-0125), until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. Post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Pending return of device.